Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. Photo evaluation confirms customers' failure mode of leakage through stopper/plug. Retention samples were also selected from bd inventory for evaluation. The customer's indicated failure mode for leakage was not observed as all 10 retention samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that during blood withdraw, the green plunger stopper from a abg bd preset¿ syringe, bd luer-lok¿ needle was leaking blood. No serious injury, blood to mucous membrane exposure or medical intervention was reported.